Event description:
It was reported that , "representaitve was contacted by surgeon's office that his patient wanted literature on the scorpio ts system. Representative talked with the surgeon and this was a pt that he did a revision tka. Patient returned at somepoint and x-rays showed the stem had come apart from the baseplate. Pt chose to go to another surgeon to have it revised."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.